Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep tested the unit and examined the saved images. The images seem dark so he checked the kv tracking and they were within specs. The unit was working as intended.

Event description:
The customer reported an image quality issue with the system.